Manufacturer narrative:
Additional device codes for this report include hwc. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: device has not been reported as explanted, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age & weight not provided by reporter. Unknown when pain started or when device malfunctioned. Device is not distributed in the united states, but is similar to device marketed in the USA pfna done for fracture proximal femur on (B)(6) 2015. (B)(6). Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 20 november 2014, expiry date: 01 november 2024, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient, ID (B)(4), had a pfna done for fracture proximal femur on (B)(6) 2015 and discharged on (B)(6) 2015. However, patient was seen in a and e on (B)(6) 2015 for pain and xray revealed a cut-out of the pfna blade. Diagnosis: lag screw acetabular migration. Patient had to undergo an operation on (B)(6) 2015 to remove the cut-out blade and discharged well on (B)(6) 2015. The nail is still in the patient / left femur. Patient is well, mobilized on wheelchair. Condition of the patient was stable. This report is 2 of 2 for (B)(4).